Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6). Surgeon stated that he believed that only one side of the staple line deployed. Staple line was unzipping. This occurred with the first firing going up the stomach using seam guard. Patient had bleeding from the staple line. Patient was sent to ICU for a few days as a precautionary measure. Patient is now fine. Patient was a male, bmi in the low 40s.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the procedure was completed successfully. Inter-operatively everything was fine. They did recognize during the case that there were holes in the stomach. They removed some of the stomach that had the holes. It was taken down to inspect the holes. Upon the surgeon¿s inspection of the specimen the surgeon noticed that half of the staples line was not stapled and then it came unzipped.